Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-may-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medication shown out of stock. A technical support specialist (tss) re-sent an spi message to the station for the pocket load to be reflect its messages to the server's notices, resent the messages count inventory messages for all loaded storage spaces and load messages for all loaded storage spaces (spl from legacy).the system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, medication was showing as out of stock even though it was available for removal. The customer attempted to unload and reload the item, but the issue persisted. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.